Event description:
Complainant alleged that during a reoutine shit check by a clinician, the device intermittently shuts down when the nibp pump is activated. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.